Event description:
During hardware removal the surgeon went to remove an anchor that was implanted in (B)(6). Conical extractor broke inside the screwhead. A lot of torsional force was applied at that time. Used a terphine over the screw and removed it.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Product inquiry states the conical extractor to be the primary product. The reported event was not confirmed as the device was not available for evaluation. Thus, a physical examination of the device was not possible. Review of the manufacturing records revealed no discrepancies. The device was documented as faultless prior to distribution and as it had been in use for a longer time (since 2010) we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. The extractor is laser-marked with the warning ¿do not lever¿. The material is hardened to be harder than the screws. Hardened materials are brittle and rather break than bend. Therefore it shall not be used as a levering arm. As already stated in the event description ¿a lot of torsional force was applied¿ which suggests that the event is not related to a deficiency of the device but rather be linked to improper handling by the user. However, based on the information given an exact root cause of the reported event cannot be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During hardware removal the surgeon went to remove an anchor that was implanted in (B)(6). Conical extractor broke inside the screwhead. A lot of torsional force was applied at that time. Used a terphine over the screw and removed it.